Manufacturer narrative:
(B)(4).

Event description:
It was reported that during pre-use testing, a nurse observed that the endobronchial tube cuff would not completely deflate. There was no patient involvement.

Manufacturer narrative:
Covidien reference: (B)(4). One endobronchial tube was received for investigation. Visual inspection was performed, and it was observed that the shape of the tube has been altered by using the stylet. Functional tests were performed, and upon removing the stylet, both cuffs were inflated and deflated without issues. All manufacturing controls were found acceptable and effective to detect the reported failure mode.